Manufacturer narrative:
This record was filed on behalf of the legal manufacturer, coorstek medical. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the needle broke off. The case was completed successfully using a different needle.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. (B)(4), the legal manufacturer and the initial importer of this device, was made aware of this event. They are responsible for all product investigations and reporting determinations. Per (B)(4), the device was not returned therefore the probable root cause could not be determined. (B)(4).

Event description:
It was reported that the tip of the needle broke off. The case was completed successfully using a different needle.